Manufacturer narrative:
Pump evaluation results: the pump's operational log was downloaded and reviewed. The reported incident date was not given at time of call, and the last recorded activity in the log was on (B)(6) 2011. The log showed that on (B)(6) 2011 at 12"50 an infusion was programmed to run at a rate of 105ml/hr. At 13:10 the pump switched to kvo (keep vein open) at a rate of 1.0ml/hr then manually placed on hold at 13:11. The total volume delivered to this point was 35ml or 1.75ml per minute at the programmed rate of 105ml/hr. At 13:12 the infusion was restarted at the same rate of 105ml/hr and pump ran for an hour and thirty minutes then switched to kvo and manually placed on hold a minute later. The log shows that on (B)(6) 2011, the pump ran for a time period of 1 hour and 50 minutes at a rate of 105ml/hr with a total volume delivered of 192.5ml or 1.75ml a minute. The log was also reviewed for activity on (B)(6) and (B)(6) but no infusions were observed that would have concurred with the reported incident. The pump log shows the pump operated as programmed and within specifications. B. Braun medical completed an evaluation of this pump per the complaint handling procedure. As part of the routine returns testing requirements, the pump was tested for volumetric accuracy three times with a rate of 125ml/hr and a volume to be delivered of 25ml. The test results were all within specifications at 11 minutes 18 seconds, 11 minutes 23 seconds, and 11 minutes 26 seconds or 2.1ml per second. The pump met all of the testing requirements and the reported malfunction could not be reproduced. User facility reported no patient injury occurred.

Event description:
Under-infusion. Patient was receiving chemo, and the pump was running too slow. The programmed infusion took four hours instead of three hours.